Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not returned for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 3.50mm x 12mm nc emerge balloon catheter was advanced to dilate the lesion. However, on the second inflation at nominal pressure, the balloon ruptured. The device was completely removed from patient and the procedure was completed with a non-bsc balloon catheter. No patient complications nor injuries were reported.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 3.50mm x 12mm nc emerge® balloon catheter was advanced to dilate the lesion. However, on the second inflation at nominal pressure, the balloon ruptured. The device was completely removed from patient and the procedure was completed with a non-bsc balloon catheter. No patient complications nor injuries were reported.